Event description:
According to the reporter, during appendectomy with peritonitis surgery, when the device is being used to resect the cecum, the device had activation failures. The surgeon was unable to press the green button. Several attempts were made without success. It was also reported that the device could not be unloaded. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: a4(weight in lbs.), b5, g4, h6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgical procedure of an appendix with peritonitis surgery, when the device is being used to resect the cecum, the device had activation failures. The surgeon was unable to press the green button. Several attempts were made without success. It was also reported that the device could not be unloaded. Another device was used to complete the case.